Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump shut down unexpectedly while running multiple infusions. The clinician indicated they encountered a system error on the pc unit while finalizing preparations for a patient transport. The device was infusing multiple continuous drips. There was a patient involvement but no harm.

Event description:
It was reported that the pump shut down unexpectedly while running multiple infusions. The clinician indicated they encountered a system error on the pc unit while finalizing preparations for a patient transport. The device was infusing multiple continuous drips. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: c20 no findings available. Additional information: imdrf annex a,b,c and g codes.